Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the patient had an anaphylactic reaction. They were resuscitated in the ICU. Additional information: clinician states he was critical, but is now fine. Patient was extubated (B)(6) 2023.

Manufacturer narrative:
Qn#(B)(4). Although no sample was available for investigation, the complaint can be confirmed based on the additional information provided by the customer. The patient experienced anaphylactic shock which resulted in full cardiac arrest as well as CPR and intubation. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related issue. The instructions for use (IFU) provided with this kit warns the user, "the pressure injectable arrowg+ard blue advance antimicrobial/antithrombogenic catheter is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs. Remove catheter immediately if adverse reactions occur after catheter placement. Note: perform sensitivity testing to confirm allergy to catheter antimicrobial agents, if adverse reaction occurs." The complaint of catheter related allergic reaction is confirmed based on the information provided by the customer. The customer reported that a severe patient reaction occurred during the placement of an antimicrobial coated PICC catheter. The customer also stated that an antimicrobial coated cvc was inserted after the reported reaction, with no observed side effects in the patient. Regardless, the customer stated that allergy testing was performed on the patient and it confirmed an allergy to chlorhexidine. No sample was returned for investigation. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related issue. Based on the available information, the complaint is confirmed and the root cause is attributed to unintentional use error (patient condition) due to the patient allergy to chlorhexidine. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the patient had an anaphylactic reaction. They were resuscitated in the ICU. Additional information: clinician states he was critical, but is now fine. Patient was extubated (B)(6) 2023.